Event description:
The doctor reported that the implant was removed due to osseointegration failure approximately 6 months after initial implant placement. Bone quality around the area was type IV, and oral hygiene around the implant was good. During the surgery bone resorption and implant mobility was observed. Patient has since recovered.